Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; the full lead was returned for analysis. The proximal conductor was distorted and blood/body fluid was observed (not obstructed). The outer insulation was kinked/buckled and breached/cut. Blood was observed in/on the helix mechanism. The lead was stretched and there was apparent explant damage.

Event description:
It was reported that the patient underwent an arotic valve repair. During that procedure the lead was fractured and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.